Event description:
It was reported that thrombosis occurred. The patient was reported to have a history of gastrointestinal bleeding and was currently suffering from anemia. To prepare the patient's general condition, a blood transfusion was performed a day before the left atrial appendage (laa) closure procedure. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system were selected for use. During the procedure, 3000 units of heparin was administered after venous puncture, and after septal puncture an additional 5000 units of heparin was administered. The activated clotting time (act) was above 400 seconds, however after approximately 48 minutes, the act dropped to 316 seconds, so another 4000 units of heparin was added. Ten minutes later, act was 398 seconds, so 2000 units of heparin was added, and act became above 400 seconds. The procedure was completed and the 35mm closure device was successfully implanted with only one partial recapture. After release, a string-like thrombus was observed via transesophageal echocardiography (tee) starting from the helix portion of the threaded insert. Aspiration was attempted, but the thrombus could not be removed. Resolution of the thrombus occurred prior to discharge. There were no patient complications reported and the patient was discharged home.